Event description:
Subject ID: (B)(6). Study no: oasis prod. Clinical adverse event received for revision ¿ aseptic loosening device and procedure (relatedness). Device related: no information provided. Procedure related: no information provided. Date of event: 26 jan 2026. Date of implant: (B)(6) 2008. Date of revision: (B)(6) 2026. Device location: left. Treatment/impact: knee replacement; were depuy synthes components removed? Yes, components removed (femoral, insert, tibial. Depuy synthes products used: catalog number: 150440108. Lot number: mc4462, component type: femoral, description: attune revision crs femoral size 8 left cemented. . Catalog number: 150660006, lot number: 4986915, component type: tibial, description: attune revision tibial base rotating platform size 6 cemented. Catalog number: 151710810, lot number: 9927060, component type: insert, description: attune revision crs rotating platform insert size 8 10mm. Catalog number: 151214050, lot number: d25093258, component type: stem, description: attune revision cemented stem 14 mm x 50 mm. Catalog number: 545050501, lot number: 4989849, component type: cement, description: smartset cement with gentamicin 40g. Catalog number: 151111203, lot number: mc6963, component type: sleeve, description: attune revision tibial sleeve porocoat fully coated 45 mm. Catalog number: 151312110, lot number: m5113p, component type: stem, description: attune revision pressfit stem 12 mm x 110 mm. Catalog number: 129419, lot number: 25fsm0034, component type: restrictor, description: cement restrictor 25mm.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d1, d2b (procode).